Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the surgeon experienced difficulty during a mandible reconstruction with fibular graft procedure on (B)(6) 2015. Surgical planning had been done with materialise templates and pspc patient specific implant. During the surgery, the fibular graft did not fit the patient specific plate. The surgeon reported there were at least 10 degrees of error in fitting to the plate. The plate and graft could not fit to the native proximal mandible. The surgeon needed to cut the fibular graft and two to three holes off the plate. A four (4) hour delay was noted. On (B)(6) 2015, the patient returned to the operating room with an infection. The plate was not removed, but the infection site was debrided. As further treatment, the patient will be treated with antibiotics. An additional revision procedure was planned for (B)(6) 2015, but it is unknown if it was completed. The patient's outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient date of birth and weight are unknown. Intra-operative sizing issues occurred on (B)(6) 2015. However, the exact date of the post-operative infection is unknown. It occurred between (B)(6) 2015 (surgery date) and (B)(6) 2015. The first revision procedure occurred on (B)(6) 2015. The device was not removed. Instead, the patient¿s wound was debrided. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: release date: (B)(4) 2015. The part number and lot number of the complaint matches the top level device history record (DHR) part number and lot number. Review of the top level DHR shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Review of the component part (04.503.735z, lot# 6959668) DHR shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Review of the material ((B)(4), lot# 6916962 and 22028, lot# 6622481) dhrs shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part/lot combination provided part sd449.506b, lot 7975828 is not a valid combination. Lot number 7974828 is a valid lot number for the complained part sd449.506b and is most likely the correct lot number for this complaint. This is the lot number that was used when the device history records were reviewed and reported on the initial medwatch. Expiration date: device is not a sterile device so does not have an expiration date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.